Event description:
It was reported that balloon rupture occurred. An 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, on the fifth inflation at 20 atmospheres for 20 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported.